Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported fracture issue as hub of the drainage catheter noted to be fractured. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2025) .

Event description:
It was reported that during an ultrasound-guided percutaneous transhepatic cholangio drainage catheter placement procedure, the connector allegedly fractured. The procedure was completed by using another device. There was no reported patient injury